Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-25. The cause of the stimulation increasing suddenly was not determined. The rep would meet with the patient on 2018-(B)(6). The stimulation increasing suddenly had not been resolved. Their weight at the time of the event was unknown. This information was not confirmed with the physician/account because they had not met with the patient yet. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacture r representative. It was reported that the stimulation starts at one intensity, then moves after time goes by. It was reported that the manufacturer representative would meet with the patient on (B)(6) 2018 and check/adjust the adaptive stimulation to see if transition time impacts the sudden increases. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-sep-25. The cause of the stimulation increasing suddenly was not determined. The rep would meet with the patient on (B)(6) 2018. The stimulation increasing suddenly had not been resolved. Their weight at the time of the event was unknown. This information was not confirmed with the physician/account because they had not met with the patient yet. No further complications were reported/are anticipated. On (B)(6) 2018 (rep): additional information was received from a manufacturer representative (rep) on 2018-oct-14. The patient said that at the recommendation of their healthcare professional (hcp), they were going to get an x-ray done to see if the leads moved. It was unknown if the stimulation increasing suddenly had been resolved. The patient¿s weight at the time of the event was unknown. The patient said that they were following up with their hcp and rep. Additional information was received from the rep on 2018-oct-16 indicating that the hcp updated them saying the leads look like they are in a good position. The hcp thinks the patient is turning the stimulation up too high and they explained this to the patient. The patient is getting minimal pain relief but feels the stimulation in their painful areas. The patient does explain their pain in their back as a new and different kind of pain. They are focusing so much on their newer back pain that it is hard for them to say how much the stimulator is working for their legs. No further complications were reported/are anticipated.